Event description:
It was reported the patient's ipg became inoperable following an unrelated surgical procedure on (B)(6) 2018, it was stated the patient did not recall placing the device into surgery mode prior to the procedure. A company representative met with the patient for troubleshooting and confirmed the issue. As such, the patient may undergo surgical intervention as the next course of action.

Event description:
Follow-up information reveled the patient underwent surgical intervention wherein the ipg was explanted and replaced. Effective therapy was restored following the procedure and the issue is resolved.